Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that probe suddenly stopped cutting. There was no error code or message the aspiration was as expected during the vitreoretinal surgery. The surgery was completed after replacing the product with new product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. Cut functional testing could not be performed as only the tip of the inner cutter enters the port. Probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area and several other areas on the inner cutter. Inner cutter pulled out of the coupling. No fillet on the coupling. No presence of adhesive on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s (radio frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Nonconformances were found. These non-conformances could have potentially contributed to the reported event of probe could not cut. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the reported cut failure due to inner cutter remaining in the port. However, the inner cutter remaining in the port could be a potential contributor factor of the reported cut failure at the time the reported event was observed. The cause for the inner cutter for remaining in the port is the separation of components within the probe, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. The root cause and its origin are inconclusive; however, a non-conformance investigation has been initiated related to the component's detachment. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.